Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient has a nickel allergy. Patient described the area as red rash that burns.there was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.